Event description:
Hcp reported the pump was explanted because of poor pain relief and weight gain. Hcp found the "strain relief intact but disconnected from the pump connector," crystalization was noted on pump pocket, and detachment of the side access port from the body of the pump. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.